Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. The components of the device showed signs of non-stryker repairs.

Event description:
It was reported that 15-20 minutes into a procedure at the user facility the handle of the core impaction drill was overheating. It would heat up after a minute of running. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported.

Event description:
It was reported that 15-20 minutes into a procedure at the user facility, the handle of the core impaction drill was overheating. It would heat up after a minute of running. The procedure was completed successfully without a clinically significant delay; no medical intervention and no adverse consequences were reported.